Manufacturer narrative:
Analysis found the unit unable to prime due to a faulty force sensor resistor. There was no compromised force sensor system alarm noted.

Event description:
The customer's mother reported via phone call that the insulin pump received a compromised force sensor system alarm. Her blood glucose was 159 mg/dl at the time of incident. She stated the insulin pump was not dropped or bumped. She stated that the drive support cap was recessed. They were advised that the insulin pump will need to be replaced. They were advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.